Event description:
The patient had signs of an infection and the pathogen is unknown. At about 2 weeks post primary the surgeon performed a washout and revised the liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 26 september 2024. Lot 2340916: (B)(4) items manufactured and released on 30-nov-2023. Expiration date: 2028-11-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.